Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of needle retraction failure was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. We would be very interested in examining product that does not meet your expectations and our quality standards. Examination of the actual product involved may provide clarification as to the cause of the reported failure. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 24gx0.75in straight bc needle retraction failed it was reported by customer that needle not retracting from hub rcc received a complaint via email. I have cc¿d xxx and xxx from xxxxxx to report the complaints below: awareness date: 6/16/2025, we had another xxxxx incident where the needle caught inside the catheter and the rn was not able to remove it, therefore causing the patient to endure another peripheral stick. #24 gauge bd cathena lot#: 2309256, ref#: 386859 awareness date: 6/11/2025, needle not retracting from hub.